Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73l1800490 was manufactured on 11/15/2018 a total of (B)(4) pieces. Lot was released on 12/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with the frame and the trigger detached from the cover block, which would prevent the staples from firing. The sample was returned with 22 staples left in the cover block indicating that at least 13 staples have been fired by the end user. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled to inspect the internal components. A piece of the cover block was found broken where it attaches to the trigger, which caused the trigger to disconnect. The damage to the cover block prevented the sample from firing properly. Based on the damage observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. The reported complaint of "unable to staple" was confirmed based upon the sample received. The sample was returned with the frame and the trigger detached from the cover block, which would prevent the staples from firing. The sample was returned with 22 staples remaining in the cover block indicating that at least 13 staples were fired by the end user. A piece of the cover block was found broken where it attaches to the trigger, which caused the trigger to disconnect. The damage to the cover block prevented the sample from firing properly. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that after the user squeezed the handle and stapled, the handle did not move and return to the original position. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the user squeezed the handle and stapled, the handle did not move and return to the original position. Therefore, a new unit was used instead.